Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u401 on the distribution node pca. The root cause for the defective u401 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages. A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was isolated to a defective u612 component on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. There were no adverse events associated with the monitor malfunction.